Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 2 was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up (5/28/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter was found to have a pc board contamination and battery leakage. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510(k)# is k073231.